Event description:
A customer reported port 1 and 2 were not working during set up for a procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via event log review). The table top illuminator was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 4, 2011. Based on qa assessment, the product met specifications at the time of release. Table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator and known good lamp were installed into a calibrated system. The reported event could not be replicated. The returned tt illuminator was found to meet specifications. The system and returned sample were both found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).